Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information replacement of the air and o2 gas modules solved the issue. Additionally the pneumatic back-plane pc board, which was contaminated with liquid, was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The pneumatic back-plane pc board is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The device's logs were not provided for further analysis. Our conclusion is that the replaced parts was the cause of the failure.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).